Event description:
It was reported a patient had a cardiac catheter procedure performed for carpal tunnel syndrome on (B) (6) 2010, and a 6f angioseal was placed post catheter procedure without any difficulty. Approximately forty to sixty minutes after angio-seal deployment, the patient developed faint distal pulses. A femoral ultrasound was performed and thrombus was found proximal to the angio-seal. The patient was then taken to surgery to have the thrombus removed. The patient remained in the hospital and had carpal tunnel surgery performed on monday (B) (6) 2010. The patient was discharged the following day. The patient was taking prozac as prescribed (type and dose unk).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (iu) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor fragments, or surgical intervention. The angio-seal instructions for use (IFU) stated that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.